Manufacturer narrative:
One bl3170 handpiece, serial number (B)(6), was returned for evaluation. The handpiece was approximately 7 years old and far exceeds the warrantee. The number of uses, the number of cleaning cycles, the cleaning methods used, and the storage and handling conditions for this handpiece are unknown. Visual inspection found that the nose cone and transducer horn were damaged, bent, and marred. The cable was deformed at the lemo connector strain relief. The wires inside the cable were twisted leaving the cable deformed in several locations. A filter test was performed by running water through the irrigation tube out onto a 0.45-micron filter. The water was then vacuumed off through the filter to trap any possible particles. Microscopic examination of the filter found very small, dark colored particles that are too numerous to count. One particle does have a metallic appearance. This particle was approximately 63 microns by 57 microns in size. A functional test was performed using a stellaris system. The handpiece tuned, primed, and had good ultrasound function, as intended. The particles were sent to an independent testing lab. The metallic particle was microscopically examined, photographed, and measured using a camera-equipped optical stereo microscope. The metallic particle was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis of the metallic particle indicated that it consists primarily of iron. Lesser concentrations of chromium and nickel were also detected. The lab concluded that the metal particle consists of 300-series austenitic stainless steel. The bl3170 handpiece is not composed of 300-series austenitic stainless steel; therefore, the root cause could not be determined.

Manufacturer narrative:
We cannot confirm which handpiece was used during this surgery; however, all ultrasound handpieces were examined by a field service technician and several were damaged and one had residue inside after the site¿s standard sterilization process. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The most probable cause of the event is cleaning/sterilization issue.

Event description:
The user facility in the netherlands reported that metal particles were found in the patient's eye after surgery. Rinsing did not remove the particles therefore additional surgery was needed to remove them by using forceps. Currently, the patient's vision does not seem to be affected and extra treatment is not necessary.